Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set medical device type: one additional code applies; jka initial reporter facility name: (B)(6) hospital. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot#: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the winged needle root was broken, causing a blood leaked. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-may-2024. Investigation summary : material #: 367324. Lot/batch #: unknown . Bd had received one (1) sample, and seven (7) photos of the sample were investigated. The photos were reviewed and the indicated failure mode for damaged rear barrel was observed without leakage. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of damaged rear barrel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the winged needle root was broken, causing a blood leaked. No patient impact reported.